Event description:
It was reported that a malfunction with code malf 12 occurred, and the customer experienced this issue at least three times with the same pump. There was no information provided regarding the impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, confirmed the shipping details, and instructed the customer to allow the battery to deplete before transport. The customer was advised to return the problematic pump within 10 days using the pre-paid label and box provided.